Event description:
(B)(4). Initial info was reported by a physician to a company sales rep on 06/28/2008: a female pt who received treatment with poly-l-lactic acid (sculptra) injections developed a papule under her eye. The physician reported that the pt was not overly concerned and he recommended she wait to see if it would resolve. The event is ongoing at the time of this report. No further medical info reported. Additional info for sculptra (lot #/ expiration date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable.

Manufacturer narrative:
Conclusion: no faults detectable.